Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 94 mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The customer was assisted with priming the air bubbles out. She stated that the air bubbles issue had happened before. The proper filling technique was discussed. The product will not be returned for analysis.